Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system and the insulin was squirting out during manual prime. The customer's blood glucose was 525 mg/dl. The device was not dropped, bumped, or exposed to water. The drive support cap didn't appear to be damage. Customer was advised the device need to be replaced and the customer agreed to return the device.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with cracked battery tube threads; case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and cracked reservoir tube window also, the reservoir tube lip was completely broken. The insulin pump was missing the end cap sticker and reservoir tube o ring.